Event description:
Customer reported two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results. See case-(B)(4) for alternate false positive result. Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22693f, reader sn (B)(4). A repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer tested negative with an unspecified covid-19 pcr test on an unknown date. Customer had a sore throat and confirmed cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.